Manufacturer narrative:
The investigation could not determine the root cause of the event. The visual inspection determined that the calcar planer could easily be placed on the broach face which acts as the positive stop for the calcar planer during bone removal which should have allowed the planer to cut to the desired level. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
Surgeon was broaching the femur and went to use the standard calcar planner out of the accolade ii tray on the #6 broach and it would not work correctly it was interfering with the broach and not trimming down the calcar.

Event description:
Surgeon was broaching the femur and went to use the standard calcar planner out of the accolade ii tray on the #6 broach and it would not work correctly it was interfering with the broach and not trimming down the calcar.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.